Event description:
It was reported the pt experienced a loss of therapeutic effect after a colonoscopy. It was also stated the pt "had a couple of polyps removed." It was stated the pt could still feel stimulation in their leg from "her ankle up to her knee," but not in her back. The pt was referred to their health care provider. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).